Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2, b5, d11, h6 (patient code 3191: no code available is used to capture the device revision or replacement) corrected: a1, h4, h6 (device code 3026 is being retracted as it was reported in error) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received were reviewed by a clinician to identify patient harms/product issues. Patient received left primary attune tka to treat a failed unknown tka the patella was resurfaced, and competitor cement x 2 was utilized. The surgeon notes there was some tibial and femoral bone loss sustained during the revision to attune products. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to tibial component loosening. Upon entering the joint, the surgeon encountered and debrided scar tissue. The tibial tray was grossly loose and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella and femoral components were retained. The patient received depuy revision products utilizing depuy cement. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 05-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that the hospital ((B)(6)) had revised many of the original attune tibial trays so the doctor has concern about the fixation of the tray. Revision of the tibia only was performed. Doi: (B)(6) 2019, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.